Manufacturer narrative:
The pump's complaint was reviewed and the pump was tested with the following flow rate testing protocol: connect tubing into reservoir. Prime tubing by gravity. Turn on the scale then, open infuscate on the computer and set total time to 8 minutes. Test 1: set prog to 125 ml/hr for 20 vtbi run the pump then press start on infuscale. Pass if the pump flow rate deviation is within (B)(4) accuracy. Test 2: (optional) if the customer reported the rate: set prog to (reported rate) ml/hr for a vtbi high enough to run for 8 minutes. Run the pump, then press start on infuscale. Pass if the pump flow rate deviation is within (B)(4) accuracy. The pump's infusion was ran at 125 ml/hr for 20 ml , using calibrated b2 tubing with tubing ID # (B)(6) and offset -2.18%. The recorded flow from the infusion was measured as 20.38 ml which has a 4.08% deviation and passes/is according to spec. The pump was found to have an error upon post stating, "battery test err", and will need to be pushed to CAPA #zm2022-05 for battery/power investigation as well. The reported issue has not been confirmed but another was discovered. The pump will be further investigated underneath CAPA.

Event description:
On (B)(6) 2022, zyno medical received a complaint from a user facility representative: "pump 616064 was infusing approximately .5 ml over its infusion rate." The device operator was a director of materials management. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.